Event description:
A malfunction alarm displayed as malf 16 was reported, indicating a problem with the pump that was not resettable. There was no adverse impact to the customer's blood glucose level, as the level did not exceed 500 mg/dl. In response, the customer was instructed to use an alternate insulin delivery method, specifically multiple daily injections (mdi), while a replacement pump was being arranged. Technical support confirmed the shipping details and guided the customer on putting the pump into storage mode before its return using a pre-paid label within 10 days, ensuring the customer understood the instructions.